Manufacturer narrative:
Date of death: estimated as the date of death is unknown. Date of event: estimated as the date of death is unknown.

Event description:
Watchman pms. It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. On an unknown day post procedure, the patient died.

Manufacturer narrative:
B2: date of death - estimated as the date of death is unknown and the patient was hospitalized (B)(6) 2022. B3: date of event - estimated as the date of death is unknown and the patient was hospitalized (B)(6) 2022. B5: describe event or problem - updated to note the relationship of death to watchman. E1: initial reporter- updated. H6: patient codes, impact codes, and device codes updated due to downgraded relationship.

Event description:
Watchman pms. It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. On an unknown day post procedure, the patient died. It was further reported that 621 days post procedure, the patient was hospitalized due to heart failure. On an unknown day after hospitalization, the patient died. This death is not related to the watchman device or procedure as this is due to heart failure 621 days post procedure.